Manufacturer narrative:
Multiple attempts were made to retrieve the defective products from the customer but didn't get any response. Internal investigation was conducted. During the investigation review of manufacturing and qc records indicate that the meter and strips were manufactured without issue and met all the product release criteria. The retention strips were tested with control solution and clinical samples. There were no abnormal results observed. We will continue to trend for similar issues in the future.

Event description:
User reported that he is having an issue with his on call express blood glucose meter and the meter was showing higher reading that what his symptoms showed. User's wife called and reported that she has given insulin to the user based on a reading that she can't remember and about an hour later when she checked user's blood glucose level, it was 317, she did not think users blood glucose was that high, she checked his blood glucose again about 15 minutes later and it was 157. He has not eaten anything, she waited, and in about an hour later user was sweating and was not looking good, she checked user's blood glucose and it was 75, she called the emts, when the emts arrived, they checked users blood glucose at home, using their equipment that looks like a portable telephone, which checks blood glucose from capillary also, and with the emt equipment it was 41. They gave user some orange juice to try to get his blood glucose reading to come up then checked his blood glucose again, reading on emt equipment was 42, then checked his blood glucose with the on call express 61. The emt gave user something else to treat the low glucose level and try to get his blood glucose to go up, then took user to the ER.